Manufacturer narrative:
Updated to incorporate the information that the patient's pump was replaced on (B)(6) 2016. Updated to incorporate information received on (B)(6) 2016. (B)(4).

Event description:
Additional information was received on 2016-dec-06 from a healthcare professional (hcp) and from a manufacturer¿s representative. It was reported that the patient reported that they were not feeling well, but had no complaints of increased pain. According to the hcp, the patient also denied any exposure to MRI or magnets. The patient was referred to neurosurgery. The rep reported that the patient¿s pump logs were showing a ¿stop pump may exceed tube set¿ message. Additional information was received on (B)(6) 2016 from a healthcare professional (hcp). The hcp reported that the patient¿s pump was replaced on (B)(6) 2016. The old medication was moved from the old pump to the new pump.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 30mg/ml at 19.87mg/day and morphine 40mg/ml at 26.494mg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that they had received an emergency call last night from the patient. The patient heard the audible critical pump alarm the healthcare provider confirmed via the event logs the motor stall (B)(6) 2016 at 0659 with no recovery to date. No other anomalies were found via the event logs. Per the healthcare provider no medical procedures/MRI that could have caused the stall. There were no patient symptoms reported. The reporter would confer with the patient and the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.